Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that occlusion alarms. Customer reverted to a backup insulin pump and resumed insulin therapy. Reportedly, the customer is removing/adding insulin outside of the load sequence. Tandem technical support informed customer that adding/removing insulin outside of the load sequence, is off label per the user guide. Customer¿s blood glucose (bg) level was 335 mg/dl.